Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced severe hyperglycemia associated with a cartridge leak, was taken to an urgent care/clinic via emergency services and received unspecified treatments by the health care professionals. Reportedly, the patient¿s blood glucose (bg) reading was over 600 mg/dl with abdominal pain, dry mouth and tingling feet. It was reported that the patient had discontinued pump therapy without any recent adjustment to the pump settings. Customer support reviewed the event with the patient. It was reported that there was (B)(4) units of insulin left but no drops came out when attempted to prime. The reporter stated that removal of the cartridge found insulin in the pump but was unsure where the leak was located. Review of cartridge usage techniques indicated that the instruction for use was followed. This complaint is being reported based on the allegation that the patient experienced a serious hyperglycemia related to a cartridge leak.

Manufacturer narrative:
Device evaluation: the cartridge was returned to animas and tested by product analysis on 12/05/2014 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the returned product and it met passing criteria. The cartridge cycled properly and no issues were found filling the cartridge. No leaks were observed with the luer connection, the o-ring or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 11/06/2014 with the following findings: a visual inspection of the retain cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications. No failures related to the reported leakage complaint were noted; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.